Manufacturer narrative:
Additional information was provided in d.3., d.4., h.3., h.4., h.6., and h.11. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) after implantation a mark was observed on the central optic zone of the iol. The lens was removed during initial procedure and backup lens was inserted without any complications. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in h.6. Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo and video were returned. The reported complaint cannot be confirmed from the returned photo and video. Provided photo shows an iol carton with suspect lens. No lens is visible. Provided video shows a closed lens case with suspect lens and a lens on a piece of gauze. The reported complaint cannot be confirmed from the returned video due to the quality of the video. The reported complaint cannot be confirmed from the provided photo and video. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).